Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels above 600 mg/dl. It was stated that the customer's blood glucose levels were high all day, prior to being hospitalized. Troubleshooting was performed, and the basal rate totals did not match with the daily totals. The insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.